Event description:
It was reported that the patient presented with confusion, weakness, and falling times one week. Imaging noted vegetation on mitral valve, tricuspid valve, and leads. The patient was treated for endocarditis and the implantable cardioverter defibrillator (ICD) and leads were explanted and replaced ten days later. During the extraction of the left ventricular lead the coronary sinus was dissected and became obstructed. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, (B)(6) 2012. A 407652 lead: (B)(6) 2012. (B)(4).